Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Information was reported that a power on reset (por) message was seen. The caller is working over the phone with the patient currently, but met with the patient yesterday when they were able to normally charge the patient's ins. The caller indicated that she did not do a physician recharge mode (prm) yesterday and a por eventually displayed yesterday when she was working with the patient. The type of por is unknown. The caller is going to try to walk the patient through clearing the por. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the por message was not determine but that they were able to clear it and the issue had resolved. No patient complications were reported.